Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The returned sample was visually inspected and found to be non-conforming with the over molded polymer tip detached from the cannula and taped to the blister. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation of the returned sample confirms that the over molded tip fell off; the tip was detached from the cannula. The cannula assembly is a component that is received at the manufacturing site from an external supplier and is inspected during the manufacturing process. The sample was returned open and the polymer tip was damaged; therefore, the exact root cause of the missing tip is unknown. However a supplier related issue cannot be ruled out. An internal investigation has been initiated, and is currently in progress, in order to further investigate the detached over molded tip. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the polymer at the tip of the irrigation aspiration tip fell off during surgery. It occurred during surgery but before use on the patient. The surgery was completed after replacing the product with another one.